Event description:
The complaint/event occurred on an unspecified date and involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer. The nursing department reported that the tubing was cracked at the hub where the medication syringe connects to the line. Additional information was received subsequent to the original complaint indicating that the device was disconnecting and reconnecting a medication syringe. The line was connected to patient at the time of the event; and they were just switching syringes. There was no patient harm associated with this complaint/event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Manufacturer narrative:
Received one used list #144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer; lot #unknown. Observed crack on the adaptor, fll, small bor connector. Confirmed leak, confirmed customer complaint. Probable cause unknown. A DHR lot # review could not be conducted because no lot number(s) was/were identified. Additional information can be located in b5 and d10. Updated information can be found in d9. D9 - date returned to mfg:14jun2024

Event description:
Additional information was provided by the customer stating the crack was observed on the hub. The event occurred during reconnecting syringe to medline.